Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer went to emergency room due to hypoglycemia and unconsciousness, on (B)(6) 2019 with blood glucose level was 39 mg/dl caused customer to go unconscious and treated with intravenous glucose and current blood glucose level was 108 mg/dl. The customer was assisted with troubleshooting. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode. Customer was having some symptoms of hypoglycemia while treating with glucose tablets with carbs but customer was passed out from the low blood glucose. Customer did not want to further troubleshooting on the insulin pump for the hypoglycemic incident and was requesting insulin pump replacement due to not feeling safe using the insulin pump. The device will not be returned for analysis.